Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694758 implantable tachy lead, (B)(6) 2007; 5076-45 implantable pacing lead, (B)(6) 2007. (B)(4).

Event description:
It was reported that there was early battery depletion likely due to high lv (left ventricular) threshold. The device was explanted and replaced, and the lv lead remains in use. No patient complications have been reported as a result of this event.